Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an integrity warning due to non-sustained tachycardia and counts to the sensing integrity counter (sic). T-wave oversensing (twos) was noted which led to tachycardia detection in ventricular fibrillation (vf). Far field r-wave (ffrw) oversensing issues were noted. The patient passed away following a lung procedure. The cause of death was not able to be established, however, the physician suspected it was due to atrial sensing issues.